Manufacturer narrative:
The no therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, no attempts to reprogram the transmitter assembly, and inadequate fixation have been ruled out as potential causes. Additionally, the patient did not engage in activities with excessive twisting/bending or experience a fall. However, migration was confirmed. The stimulator is used to treat pain. The cause of the reported issue is migration. However, the cause of the migration is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended. Refer to (B)(4) for the investigation of late complaint reporting.

Event description:
The patient reported feeling no therapy and stimulation and discomfort in the groin area during superior clonal placement. Additionally, migration was confirmed via x-ray. An explant procedure was performed (B)(6) 2023. Removing the lead and turning off the transmitter resolved the stimulation. However, after the explant, the patient decided not to move forward with a re-trial. The physician is working with the patient on an alternative treatment option.

Event description:
The patient reported feeling no therapy and stimulation and discomfort in the groin area during superior clonal placement. Additionally, migration was confirmed via x-ray. An explant procedure was performed (B)(6) 2023. Removing the lead and turning off the transmitter resolved the stimulation. However, after the explant, the patient decided not to move forward with a re-trial. The physician is working with the patient on an alternative treatment option.

Manufacturer narrative:
The no therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, no attempts to reprogram the transmitter assembly, and inadequate fixation have been ruled out as potential causes. Additionally, the patient did not engage in activities with excessive twisting/bending or experience a fall. However, migration was confirmed. The stimulator is used to treat pain. The cause of the reported issue is migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended. Refer to issue-2023-0008 for the investigation of late complaint reporting. Updated per FDA CAPA-2023-0013 correction 2.